Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the rod for reaming guide is bent at the tip and the holder for reamer instruments is stripped. No further information.